Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the papilla on (B)(6) 2016. According to the complainant, during the procedure, when they pulled off the guidewire to release the suture and deploy the stent, the guidewire got stuck on the lumen of the stent and it seems like it got wedged in with the suture. The stent was also noted to be bent with the suture dangling out. They remove the device and the stent out of the patient and completed the procedure with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the papilla on (B)(6) 2016. According to the complainant, during the procedure, when they pulled off the guidewire to release the suture and deploy the stent, the guidewire got stuck on the lumen of the stent and it seems like it got wedged in with the suture. The stent was also noted to be bent with the suture dangling out. They remove the device and the stent out of the patient and completed the procedure with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.